Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of the event was unknown. The patient was hospitalized due to other indications. The same day as the event onset, the patient was treated with vancomycin injection (1gm, intraperitoneal, every 5th day, ongoing) and meropenem injection (1gm, intraperitoneal, once daily, ongoing) for peritonitis. Pd therapy was ongoing. At the time of this report, the patient was recovering from the events and was discharged from the hospital. No additional information is available.